Manufacturer narrative:
On (B)(6) 2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement camera cable shipped to site 06/02/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that after the completion of a procedure, the site's navigation system camera began to power cycle unexpectedly. No issues with the camera during the procedure. In trouble-shooting, and the external camera cable was connected to the navigation system, received a failure message in the ndi configuration utility. When disconnected from the navigation system cart, established successful communication to the polaris spectra system control unit (scu) box. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. Medtronic investigation of returned suspect cable confirmed ther reported event was caused by an electrical failure. Visual inspection found that the cable was damaged during assembly on site. There is jacket damage around where the cable is inserted into the staff cart tube and camera arm attach. When tested for continuity, pin 12 and 13 are open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. As previously reported the medtronic representative replaced the cable to resolve the issue.